Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's mother that the customer had inserted a new sensor yesterday and kept getting error messages. Customer removed the sensor this morning and when she looked closer at the sensor, it looked like the electrode was still stuck under the skin. Customer was still at school, but had not inserted a new sensor. Customer's mother was advised that if the electrode was stuck under the skin, customer should contact a doctor. No additional information provided.